Event description:
The device was connected to a pt diagnosed in cardiac arrest using disposable defibrillation electrodes. The operator was allegedly unable to select the paddles monitoring mode. Pt cable leads were attached to the pt and the pt was diagnosed with a pulseless electrical activity rhythm and later asystole. The pt was not resuscitated. The reporter indicated the alleged malfunction caused no problem with pt care.